Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was allegedly uncomfortable to the patient. The patient suffers from cystitis, and has tried two different styles of catheters for urinary retention. The patient has used a lubricath and a lubrisil foley catheter in the past, and in both instances, the patient complained of pain and discomfort. The patient was tested for a urinary tract infection, which was negative. The complainant assumed that the patient was possibly experiencing a reaction to the latex catheter; however, the only symptoms that were reported were pain and discomfort. It was also reported that in the past, the patient has used a 14fr and a 12fr catheter. The complainant was advised by bard medical services department of the possibility for all catheters to cause discomfort due to the nature of the patients diagnosis. The complainant was offered a variety of alternative options, and also advised that bard recommends using the smallest catheter whenever possible.

Manufacturer narrative:
The device was not returned for evaluation; however, the complaint reported is confirmed as user related according to the event description. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was allegedly uncomfortable to the patient. The patient suffers from cystitis, and has tried two different styles of catheters for urinary retention. The patient has used a lubricath and a lubrisil foley catheter in the past, and in both instances, the patient complained of pain and discomfort. The patient was tested for a urinary tract infection, which was negative. The complainant assumed that the patient was possibly experiencing a reaction to the latex catheter; however, the only symptoms that were reported were pain and discomfort. It was also reported that in the past, the patient has used a 14fr and a 12fr catheter. The complainant was advised by bard medical services department of the possibility for all catheters to cause discomfort due to the nature of the patients diagnosis. The complainant was offered a variety of alternative options, and also advised that bard recommends using the smallest catheter whenever possible.